Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, a cuff miss occurred. Two additional proglides were used with the same results. Hemostasis was achieved with the fourth proglide. There was no adverse patient sequela. The physician is proficient in the use of the device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age (reported as approximately (B)(6) old) estimated date of event (reported as occurring at the beginning of the week). The two perclose proglide devices are being filed under separate medwatch MFR numbers. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the posterior cuff was attached to the needle tip and the link had been pulled from the posterior cuff. A link pull will result in a failure to retrieve the suture during plunger removal and can have the same result and appearance as the reported cuff miss. A posterior link pull requires the link to be pulled at the anterior cuff, indicating the anterior cuff was captured and is most likely attached to the unreturned needle tip and plunger. An attempt was made during testing to reinsert a proxy plunger into the device, but could not be completed due to the coagulated blood in the needle guides. The needle trajectory of each device is inspected twice during manufacturing. No device deficiency was detected during the examination of the returned device. A link pull can be influenced by, but is not limited to, excessive force during plunger removal, jerky motion or a side wall stick or deployment in a challenging anatomy. Gently removing the plunger during the first 2 cm can reduce the link breakage. Based on the analysis of the device, reported information and inspection criteria, the probable cause for the link pull and subsequent failure to achieve hemostasis was related to operational context and not a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records that would have affected the reported needle to cuff miss. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.